Manufacturer narrative:
Eval results pending analysis of the product.

Event description:
It was reported that the buttons on the device did not respond, although the battery symbol was full. No pt injury was reported.